Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The reported complaint was able to be confirmed by the photo. Because the stapler was returned with no staples remaining, functional inspection could not be performed. The reported complaint of "misfire/jamming - staples not firing" was confirmed based upon the customer photo. The stapler was returned with no staples remaining in the cover block. For this reason, functional testing could not be performed, and the root cause could not be confirmed by the returned sample. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "staples were found jamming during use on the patient". No patient harm or injury. The patient status is reported as "fine".